Event description:
Customer reported that the device made a strange noise and had an air leak. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the handpiece was poorly maintained and the motor, bearings, and lock pawls were worn. This was attributed to defective maintenance. The motor, hose, and lock pawls were replaced. Inspection and maintenance were performed and the device was returned to the customer on (B)(4) 2012.